Event description:
It was reported that the procedure was aborted. The patient presented for venous stent implantation. The target lesion was located in the severely stenosed and occluded right iliac vein. After crossing the guidewire into the lesion, pre-dilatation was performed. A 16x40/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during deployment, the delivery shaft was kinked and the stent could not be implanted. The device was withdrawn and the procedure was not completed due to an unspecified reason. It was further reported that target lesion was 95% stenosed, severely tortuous, and severely calcified. There was a large resistance met during delivery of the device. The procedure was cancelled since the lesion did not open.

Manufacturer narrative:
Device evaluated by MFR.: 16x40/9fr uni plus 75cm was received for analysis. The device was returned with the stent in the correct position on the delivery system. A visual and tactile examination identified no issues with the tip of the device. A visual and tactile inspection identified a kink on the shaft of the device located approximately 250mm distal of the main t-valve. This type of damage is consistent with excessive force being applied excessive force to the delivery system. This concludes the product analysis.

Event description:
It was reported that the procedure was aborted. The patient presented for venous stent implantation. The target lesion was located in the severely stenosed and occluded right iliac vein. After crossing the guidewire into the lesion, pre-dilatation was performed. A 16x40/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during deployment, the delivery shaft was kinked and the stent could not be implanted. The device was withdrawn and the procedure was not completed due to an unspecified reason. It was further reported that target lesion was 95% stenosed, severely tortuous, and severely calcified. There was a large resistance met during delivery of the device. The procedure was cancelled since the lesion did not open.

Event description:
It was reported that the procedure was aborted. The patient presented for venous stent implantation. The target lesion was located in the severely stenosed and occluded right iliac vein. After crossing the guidewire into the lesion, pre-dilatation was performed. A 16x40/9fr uni plus 75cm wallstent endoprosthesis stent was advanced for treatment. However, during deployment, the delivery shaft was kinked and the stent could not be implanted. The device was withdrawn and the procedure was not completed due to an unspecified reason.